Event description:
During flouroscopy guided placement of a permanent catheter for a long time dialysis user, a portion of the 5 french microstick intoducer outer sheath may have been retained at the venotomy site. No injury to patient.